Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was 136 mg/dl. Troubleshooting was performed for power loss alarm and customer was advised to clear power loss alarm. The insulin pump will be returned for analysis.